Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had high blood glucose levels. Customer stated that they are meeting with their health care provider tomorrow. Customer's blood glucose level was 408 mg/dl. Customer has treated with 10u manual correction and does not want to troubleshoot. Customer has treated with a total of 30u through manual injections today and still has high blood glucose levels. Customer refused to seek emergency medical attention and declined troubleshooting. Customer's high blood glucose levels have fluctuated. Customer knows that the pump is working correctly but does not know why their blood glucose levels are high. Customer will review pump settings with their health care provider tomorrow. Customer seems confused after the discrepancy that was found in the basal settings, which could have caused the high blood glucose levels if the customer was short on insulin throughout the day. Customer required no further assistance.